Event description:
It was reported following a cardiac catheterization a 6f angio-seal vip was used to seal the right femoral arteriotomy. Two days later, the patient returned to the emergency room with complaints of right groin pain. An ultrasound of the right groin revealed no pseudoaneurysm and no hematoma present. The patient was sent home with instruction to rest. One week after the cardiac catheterization, the patient went to the doctor's office with complaints of continued right groin pain. The grin site was noted to be red and swollen. The patient was started on antibiotics, type and dose unknown, and was told to return to the office 3 days later. On return visit, the right groin was noted to be draining and swollen. The patient was admitted to the hospital. Two days after admission to the hospital the patient underwent surgical intervention. The angio-seal was removed and cultures, as well as several cultures from the site. All cultures returned positive for methicillin-resistant staphylococcus aureus (mrsa). The patient remains hospitalized and on antibiotics.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device IFU cautions the user to observe sterile technique at all times when using the device. The cause of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistant tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device patient's information guide, which describes the post procedure care instructs the patient to shower only and to avoid the use of a hot tub, tub bath or swimming until the skin site is healed.